Event description:
It was reported that following an implant procedure the patient developed an infection at the implantable pulse generator (ipg) incision site. The physician confirmed that the infection was not related nor caused by the device. The patient was prescribed with antibiotics. The patient underwent an explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred shortly after implant prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).